Event description:
As the surgeon was placing the arterial cannula into the aorta, he observed that the suture flange was bent in such away that it may have inappropriately contacted cannula was sutured in place as intended. The cannula was removed and replaced. There was no injury to the pt.